Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the lfit v40 in the left hip, patient began to experience progressive and severe discomfort. It is further alleged that it was later determined that the hip was experiencing corrosion and that this was the cause of patients' pain and the patient underwent revision surgery.